Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia due to leak. The customer blood glucose level was 400 mg/dl at the time of incident and 160 mg/dl at the time of call. Customer stated that they changed the leaking set and blood glucose went down. Customer stated they had positive results in ketones test. The device will not be returned for analysis.